Manufacturer narrative:
Result: disconnected auxiliary outlet power cord.

Event description:
It was reported by service report that the auxiliary outlet at the foot of the bed does not work. No pt involvement or adverse consequences are reported.